Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: clipping was done on cystic artery first, and then on cystic duct. In both cases, the clips were not closed completely and fell into the pt cavity. The device was tested outside of cavity, and it was noticed that most clips would not close completely. After that, the cystic artery and cystic duct were ligated again, and it was confirmed with ah camera that both clips were closed. When a penrose drain was placed and fixed, it was noticed that bile was leaking from the drain. After re-pneumoperitoneum, it was confirmed the clip on the cystic duct had fallen. The surgeon tried to ligate it with endo clip l, but it was hard to apply the clip since the duct got into the back of the gallbladder, but could be ligated again. Since cystic duct could not be ligated, the procedure was converted to laparotomy. There was bleeding less than 200 cc. All of fallen clips were retrieved from cavity. Operative time was extended more than 30 minutes. The pt has already recovered.

Manufacturer narrative:
(B)(4).